Manufacturer narrative:
G3 initial awareness date was 12jun26. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the krr100, infinity retro-reamer, 10 mm was being used on (B)(6) 2026 and the ¿while drilling the device into the femur, the blade broke off the device and got stuck in the bone. Two pieces were removed from patient.¿ per further assessment it was reported that the "surgeon utilized x-ray to remove all fragments.¿ there was no impact or injury to the patient. There was a 45-minute delay to the procedure. "Patient unharmed, going home same day." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.